Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2021) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 PMA/510(k). This supplemental emdr represents the bard mesh pre-shaped with keyhole (device 2). An additional supplemental emdr was submitted to represent the bard mesh pre-shaped with keyhole (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh and perfix plug on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2021 - patient was diagnosed with recurrent right inguinal hernia and reducible left inguinal hernia thereby underwent open repair with implant of bard mesh pre-shaped with keyhole (device 1 and 2). Per op notes, ¿previous right groin incision was incised. Moderate scarring from previous surgery was noted. Some scarring of the floor and old sutures were noted. The direct floor appeared to be intact but there was a moderate indirect hernia which was not incarcerated. The hernia sac was dissected free and reduced. A bard mesh pre-shaped with keyhole (device 1) was placed over the direct floor and carried the mesh behind the internal ring. The mesh was tacked to the conjoined tendon with suture. Left groin skin incision was then made. A moderate direct hernia was identified and freed up. A bard mesh pre-shaped with keyhole (device 2) was placed over the direct floor and tacked to the conjoined tendon with suture.¿ attorney alleges nerve damage, hernia recurrence, pain and suffering.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ composix (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh and perfix plug on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.